Event description:
It was reported that the patient received an endeavor sprint rx stent to treat a lesion in the lad. It was reported that approximate one year from the index procedure, patient death occurred; cause of death is unknown.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death). (B)(4).